Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 17 mm from the tip. There was a scratch around the broken part of the probe. In addition, the coating of the probe around the scratch was partially peeled off. When observing the fracture surface of the probe, it was found that the fracture progressed from the scratch on the probe. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic rectal resection, the device probe broke off and fell outside the patient. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. It is not known if the generator connection pints were inspected; nor is it known if the transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled.

Event description:
Addendum (B)(6) 2022: it is not known at what stage of the procedure the event occurred. The doctor was performing seal and cut function with settings as seal and cut: 1 and seal: 3. There was no delay in the completion of the procedure and no additional anesthesia required for the patient. The device was inspected prior to use with a probe check. No anomalies were noted. There was no cable damage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Given black discoloration of the starting point of the broken surface, a force to generate sparks might have been applied to the probe. This might have caused the cracks on the probe, and an error of the probe damage was detected. 2. A force was applied to the probe causing the cracks to progress. As a result, the probe broke. Or 1. The probe was contacting metal objects or surgical instruments during the output activation in seal & cut mode. 2. Due to the ultrasonic vibration, the coating of the probe peeled off. Also, it caused scratches on the probe. This following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.